Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin was not coming out of the catheter. The customer's blood glucose was 500 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No occlusion alarm noted or blockage noted during testing using a water filled reservoir. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test. Unit passed the delivery accuracy test. Pump error alarm (variable 3) during self test and confirmed in the pump history due to cold solder joint on keypad assembly. No cosmetic damage noted.